Event description:
As stated by the customer (B)(6) 2011: bottom plate broke off. Ordered new plate.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.